Event description:
The user facility reported that the locator was attempted to be inserted into the insertion sheath; however, there was resistance, and the locator could not be fully inserted. The locator and insertion sheath were inserted in the correct orientation. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved with manual compression only. The blood loss was than 250cc's. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 6 french. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was unknown. No equipment or other devices were used with the above product.

Manufacturer narrative:
D6a: implantd date: the device was not implanted. D6b: explanted date: the device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a sheath and locator connection issue because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).